Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Event description:
It was reported a patient implanted with a 23mm aortic valve for 5 years 6 months, underwent a valve in valve procedure for stenosis and regurgitation. The patient received a 23mm replacement valve. The patient was discharged on post operative day 1.

Event description:
It was reported a patient initially implanted with a 23mm valve for 5 years 6 months, underwent a valve in valve procedure for stenosis and regurgitation. The patient received a 23mm transcatheter valve. The patient tolerated the procedure well and was discharged on post operative day 1.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) could not be reviewed since the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported a patient implanted with a 23mm 2700 aortic valve for approximately 6 years, underwent a valve-in-valve procedure for stenosis and regurgitation. The patient received a 23mm 9600tfx transcatheter valve. No other details provided.